Event description:
It was reported that pump experienced recurring malfunction alarms. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, and malfunction did not recur after reset. The customer was advised to continue using the pump.